Event description:
It was reported that faradrive steerable sheath clear was selected for circumferential pulmonary vein ablation. It was mentioned that the sheath leaked gas. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that faradrive steerable sheath clear was selected for circumferential pulmonary vein ablation. It was mentioned that the sheath leaked gas. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has been received for analysis. The returned sheath was leak tested and a leak from the hemostatic valve was observed. Tears were identified on the external and internal valves, resulting in the reported visible air/bubbles allegation. Device history record (DHR) review: the DHR for cl13857 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was performed referencing an inadequate valve seal. Based on the complaint summary, the maximum severity associated with this event is a 2, requiring additional intervention of a sheath replacement. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "cause traced to device design" conclusion code was selected for the allegation of "visible air/bubbles" as analysis found tears on the external and internal hemostatic valves, resulting in the occurrence of this event.